Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy procedure there was an inadequate seal resulting in bleeding. Normal endtones were heard but bleeding occurred requiring transfusion of approximately 2 units of blood. Intervention was required to stop the bleeding. No further information was provided.